Manufacturer narrative:
S.w version 5.3a. Retainer ring = black. Case type = ngp. Customer returned pump for an alleged ems dispatched for low bgs found on 01-aug-2023 (per ss event date). On (B)(4), svn#: (B)(4) - customer returned pump for an alleged low bgs found on 25-jul-2023. On (B)(4), svn#: (B)(4) - customer returned pump for an alleged possible under delivery and high bgs found on 28-may-2023. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08695 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 01-aug-2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 01-aug-2023 listed on smartsolve. Dailytotalofallinsulindelivered: 460250 (46.025 u). Dailytotalofbasalinsulindelivered: 108250 (10.825 u). Dailytotalofbolusinsulindelivered: 352000 (35.2 u). 08/01/2023 04:32:10.000 normalbolusdelivered (220), bolusprogrammingmethod: manualbolus (0), normalbolusamountprogrammed: 80000 (8 u), bolusamountdelivered: 80000 (8 u). 08/01/2023 12:37:52.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1foodbolus (7), normalbolusamountprogrammed: 25000 (2.5 u), bolusamountdelivered: 25000 (2.5 u). 08/01/2023 18:40:06.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1bgcorrection (6), normalbolusamountprogrammed: 9000 (0.9 u), bolusamountdelivered: 9000 (0.9 u). 08/01/2023 21:19:00.000 normalbolusdelivered (220), bolusprogrammingmethod: manualbolus (0), normalbolusamountprogrammed: 54000 (5.4 u), bolusamountdelivered: 54000 (5.4 u). 08/01/2023 21:55:22.000 normalbolusdelivered (220), bolusprogrammingmethod: manualbolus (0), normalbolusamountprogrammed: 10000 (1 u), bolusamountdelivered: 10000 (1 u). 08/01/2023 21:56:54.000 normalbolusdelivered (220), bolusprogrammingmethod: manualbolus (0), normalbolusamountprogrammed: 11000 (1.1 u), bolusamountdelivered: 11000 (1.1 u). 08/01/2023 21:57:48.000 normalbolusdelivered (220), bolusprogrammingmethod: manualbolus (0), normalbolusamountprogrammed: 30000 (3 u), bolusamountdelivered: 30000 (3 u). 08/01/2023 22:13:16.000 normalbolusdelivered (220), bolusprogrammingmethod: manualbolus (0), normalbolusamountprogrammed: 69000 (6.9 u), bolusamountdelivered: 69000 (6.9 u). 08/01/2023 22:14:57.000 normalbolusdelivered (220), bolusprogrammingmethod: manualbolus (0), normalbolusamountprogrammed: 64000 (6.4 u), bolusamountdelivered: 64000 (6.4 u). Please see below for pump errors/alarms noted 1 week prior to the event dates of 01-aug-2023, 25-jul-2023 and 28-may-2023 in the formatted history file. Lostsensor1alert (780) was recorded and found in the formatted history file on: 05/27/2023 12:22:00.000, 05/27/2023 12:32:00.000, 07/21/2023 08:24:00.000, 07/21/2023 08:34:00.000, 07/21/2023 08:34:21.000, 07/21/2023 15:21:00.000, 07/23/2023 11:13:00.000, 07/23/2023 11:23:00.000, 07/25/2023 11:23:00.000, 07/25/2023 20:04:00.000, 07/27/2023 07:56:00.000, 07/27/2023 12:01:00.000, 07/27/2023 12:11:00.000, 07/31/2023 12:11:00.000, 08/01/2023 07:31:00.000. Sgcalibrationerror (776) was recorded and found in the formatted history file on: 05/27/2023 16:49:37.000, 07/21/2023 18:11:40.000, 07/22/2023 19:02:17.000, 07/25/2023 15:30:53.000, 08/01/2023 21:24:12.000. Lostsensor2alert (781) was recorded and found in the formatted history file on: 07/21/2023 08:50:00.000, 07/25/2023 20:26:00.000, 07/25/2023 20:36:00.000. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert, sg calibration error or unexpected sensor errors or anomalies were noted during testing. Insert battery alarm was recorded and found in the formatted history file on: 08/01/2023 07:46:39.000. Low battery alert was recorded and found in the formatted history file on: 07/31/2023 22:11:00.000. Replace battery alert was recorded and found in the formatted history file on: 08/01/2023 07:42:00.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. No power error 25, power loss alarm and replace battery now alarm noted 1 week prior to the event date 01-aug-2023 in the formatted history file. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the detail trace file, low battery alert and replace battery alert were expected since the battery has low/no power. The customer may have used a low power/depleted battery. No low battery alert and replace battery alert noted during testing. In further full review of the pump history/traces on the event date of 25-jul-2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 25-jul-2023 listed on smartsolve. Dailytotalofallinsulindelivered: 201750 (20.175 u), dailytotalofbasalinsulindelivered: 89750 (8.975 u), dailytotalofbolusinsulindelivered: 112000 (11.2 u). 07/25/2023 01:51:54.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1bgcorrection (6), normalbolusamountprogrammed: 11000 (1.1 u), bolusamountdelivered: 11000 (1.1 u). 07/25/2023 04:51:31.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1foodbolus (7), normalbolusamountprogrammed: 25000 (2.5 u), bolusamountdelivered: 25000 (2.5 u). 07/25/2023 15:10:54.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1bgcorrection (6), normalbolusamountprogrammed: 15000 (1.5 u), bolusamountdelivered: 15000 (1.5 u). 07/25/2023 16:32:39.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1bgcorrection (6), normalbolusamountprogrammed: 6000 (0.6 u), bolusamountdelivered: 6000 (0.6 u). 07/25/2023 20:16:28.000 normalbolusdelivered (220), bolusprogrammingmethod: boluswizard (1), normalbolusamountprogrammed: 34000 (3.4 u), bolusamountdelivered: 34000 (3.4 u). 07/25/2023 20:50:45.000 normalbolusdelivered (220), bolusprogrammingmethod: manualbolus (0), normalbolusamountprogrammed: 16000 (1.6 u), bolusamountdelivered: 16000 (1.6 u). 07/25/2023 23:59:56.000 normalbolusdelivered (220), bolusprogrammingmethod: boluswizard (1), normalbolusamountprogrammed: 5000 (0.5 u), bolusamountdelivered: 5000 (0.5 u). Please see below for pump errors/alarms noted 1 week prior to the event date 25-jul-2023 in the formatted history file. Insert battery alarm was recorded and found in the formatted history file on: 07/25/2023 05:08:46.000. Low battery alert was recorded and found in the formatted history file on: 07/25/2023 15:30:53.000. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 26-jul-2023 at 7:25:59 pm. There was no power data available for the event date of 25-jul-2023. Unable to check power data for low battery alert. No low battery alert noted during testing. In further full review of the pump history/traces on the event date of 28-may-2023, there is no unexpected alarms/suspends and no bolus delivery noted. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 28-may-2023 listed on smartsolve. Dailytotalofallinsulindelivered: 38250 (3.825 u), dailytotalofbasalinsulindelivered: 38250 (3.825 u), dailytotalofbolusinsulindelivered: 0 (0 u). Please see below for pump errors/alarms noted 1 week prior to the event date 28-may-2023 in the formatted history file. Insert battery alarm was recorded and found in the formatted history file on: 05/28/2023 12:31:49.000, 05/28/2023 12:41:00.000. Pump error 23 alarm was recorded and found in the formatted history file on: 05/28/2023 12:42:04.000. Power loss alarm was recorded and found in the formatted history file on: 05/28/2023 12:45:17.000, 05/28/2023 12:45:25.000. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 26-jul-2023 at 7:25:59 pm. There was no power data available for the event date of 28-may-2023. Unable to check power data for pump error 23 alarm and power loss alarm. Pump was monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected pump error 23 alarm noted. No power loss alarm noted during testing. No delivery alarm/insulin flow blocked alarm was recorded and found in the formatted history file on: 05/27/2023 15:02:06.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No unexpected occlusions or insulin flow blocked alarm noted during testing. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs and low bgs. Customer alleged for possible under delivery was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5,h6( hecc,heic) with this report.

Event description:
Updated summary: customer did not say they had profuse sweating (so not diaphoretic), just sweating and lightheadedness. There was no dizziness. Customer treated with food and apple juice.

Event description:
Information received by medtronic indicated that the customer reported hypoglycemia, diaphoretic, dizziness treated with ems/ambulance/ER visit, glucose/carb intake, glucose/carb intake and a blood glucose value of 40 mg/dl. It was unknown whether the customer has been using the insulin pump system within 48 hours of the reported low blood glucose event and whether the customer used the auto mode feature or not. Troubleshooting was performed. No further patient complications were reported and the issue was not resolved. The customer will discontinue the use of the pump and the pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.